Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
Reference MDR #1219856-2013-00096 for the first event with the same pt. It was reported that the event occurred while in the op during use. The second intra-aortic balloon (iab) was inserted via the same insertion site (left femoral) with no issues. After the iab was placed they were unable to remove the spring wire guide (swg). As a result, the swg and iab were removed successfully. A third iab was inserted via the same insertion site (left femoral) successfully. There was no report of pt death, complications or injury. No medical / surgical intervention was required. There was an unk time of delay or interruption in therapy with no harm to the pt. The pt outcome is okay. Additional info received on (B)(6) 2013 stated that op stands for operating theater. There were no issues during the insertion. The pt did not have a tortuous vessel. The third iab insertion site was the same (left femoral), but it is unk if it was sheathless.